Event description:
It was reported that one day post implant, the leadless implantable pulse generator (ipg) had high thresholds. The ipg was programmed off and remains in the patient. A new ipg system was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.